Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was inoperable. The patient did not know the last time the system was charged or felt stimulation. The ipg was explanted and replaced. The patient confirmed therapy and the patient received effective therapy.